Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. This was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional health effect- impact code 4627. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding component code 887. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional type of investigation code 10 and 4116. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: investigation findings code - 3243 device received for this event is being corrected from osseospeed tx 4.0s - 6 mm catalog # 24939 to unknown atis abutment catalog # unknown atis abutment. Lot # being corrected from 446112 to unknown lot #.